Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient felt an irregular heart rate, and that there was intermittent t-wave oversensing which was causing pacing inhibition. It was also noted that the patient is post av node ablation. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.